Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 3 of 4. Per the initial report, the home patient (hp) had a system error (se) 2367 (air in the set). The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear it. The tsr had the hp check the alarm log to see what set it off and there was check patient line before it. The tsr explained that the hp would need to start over with new supplies or finish with manuals. The hp wanted to end therapy for the night. The tsr recommended that the hp let the nurse know about any missed therapy. Global product surveillance (ps) contacted hp on (B)(6) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367 alarm. The complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the alarm.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.